Manufacturer narrative:
A patient's left l1 drg lead was fractured was reported to abbott. As a result, the lead was replaced and a right l1 drg was added. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's left l1 drg lead had fractured. Surgical intervention took place where the lead was explanted and replaced. Therapy was restored post procedure.